Manufacturer narrative:
E1: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an ultrafiltration event occurred on an ak 98 machine during hemodialysis therapy and resulted in an excess fluid removal of 500ml. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H11: the device was not received for evaluation; however, the machine was evaluated on-site by a baxter qualified technician. The machine was tested in accordance with the technical maintenance manual. The evaluation showed that the dehydration was inaccurate due to a failure to meet the parameter requirements in the uf cell unit. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the defective ultrafiltration unit which was replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.